Manufacturer narrative:
The customer claimed that ECG monitoring with the device is not acceptable and that it seems to work "decent, not good but decent" on children and "it never really seems to work on adults". The customer stated that they couldn't identify the patient's condition before placing them in the MRI bore as the ECG readings "weren't adequate" and that the readings would worsen during procedures. The customer also reported that they weren't stating that the patient event was directly related to the device, but believe that having unreliable ECG readings is a liability when doing an MRI on a patient. It was also reported that this issue is possibly user related. At this time, we are investigating the reported incident. Therefore, we are reporting this to meet the reporting deadlines. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an event to the device manufacturer where a patient coded while monitoring with the device was on-going. It was reported that the patient received chest compressions coming out of the MRI suite and was stabilized.

Manufacturer narrative:
The customer reported that a patient coded while being monitored with the device. The patient was given chest compressions and was stabilized. The patient was reported as ¿very critical¿ when she was sent for MRI examination (came from the ICU, was on mechanical ventilation, required monitoring and blood pressure support with one or more vasopressors). Therefore, the patient code was not unexpected. The customer also stated that they were alerted to the patient¿s deteriorating condition when the ECG rhythms on the device flat lined. In response to the device¿s indications, the clinician checked the patient and the patient was reported to be in asystole. It was also reported that there was no visible breathing and that the nurse said she couldn¿t feel a pulse. According to philips cps (B)(4), ¿this is fully describing a patient in cardiac arrest (flat line, no pulse, no breathing). Because the device correctly alerted the user to the patient¿s deteriorating condition, we are not considering that there was delay in treatment of the patient as a result of the device. The case notes state that the overall quality of ECG issue is possibly user related. The fse and cps have both visited the customer site and provided the customer with recommendations for obtaining an optimal ECG signal. During a site visit, the cps witnessed coarse ECG artifact during one of the ¿high gradient¿ scans. The customer claimed that this was ¿expected¿. This statement from the customer is supported by the device¿s IFU. It was noted during the investigation into this particular incident that the customer did not use prep gel when preparing the patient for ECG monitoring. The customer stated that they didn¿t feel this was needed as they were getting accurate readings. We are considering the lack of using prep gel to be a contributing factor to the customer¿s claim that ECG monitoring is unacceptable. There is no indication that the device or any of its accessories malfunctioned or delayed treatment of the patient. We are considering that improper clinical application contributed to the difficulty the user experienced in obtaining acceptable ECG readings.

Event description:
The customer claimed that ECG monitoring with the device is not acceptable. It was reported that the patient coded and the patient received chest compressions and was stabilized. The device was being used for patient monitoring during the incident.